Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
The device was reported to have been in use at the time the malfunction was found. The customer reported to have placed the patient on an alternative v60 unit and no intervention or patient harm was reported. The customer reached out to philip's remote service technician who advised the customer to perform an extended self-test (est) to verify touchframe operation. The customer reviewed signal path for the touchframe and suggested possible bad man-machine interface (mmi) printed circuit board (pcb). The customer states they will ship to their 3rd party service provider who states they have parts. Attempts are being made for repair details.

Event description:
It was reported to philips that the device's oxygen button and screen lock button were turning on and off by themselves. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported. The investigation is ongoing.